Event description:
The patient, who requires continuous oxygen therapy due to chronic bronchitis and copd, experienced a significant adverse event involving their oxygen delivery device. After returning home from shopping, the patient passed out upon entering the house. No audible or visual alarms were triggered to indicate the malfunction and no oxygen being delivered. The patient's oxygen levels dropped critically low, prompting the caregiver to call emergency medical services (emts). The patient was transported to the emergency room where they were treated with oxygen and medications. The patient remained in the ER overnight and was subsequently taken home by ambulance the following day. Upon returning home, the patient used a stationary oxygen concentrator for stabilization. A follow-up call confirmed that the patient had received a replacement device and reported feeling "pretty good" since the incident. There were no ongoing complications or additional medical conditions that contributed to the event aside from the patient's existing chronic bronchitis and copd. The adverse event has since resolved, and the patient continues to manage their condition with continuous oxygen therapy and prescribed medications.

Manufacturer narrative:
A replacement unit has been provided and an investigation will be initiated.